Event description:
The manufacturer was made aware of an allegation by an end user that he developed an allergic reaction while using a pico nasal mask. The user was reportedly prescribed a type of topical cream. The manufacturer received the mask for investigation. There were no defects noted. The certificate of conformance confirmed the mask was manufactured to specifications. This nasal mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients (>66lbs/30kg) for whom CPAP or bi-level therapy has been prescribed. Labeling warns that "some users may experience skin redness, irritation, or discomfort. If this happens, discontinue use and contact your healthcare professional." This mask meets all relevant standards for biocompatibility. Based on the information available, the manufacturer concludes no further action is necessary.